Manufacturer narrative:
The device remains implanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that the first case she did for the day was a preloaded dib00 intraocular lens (iol) which appeared to have scratches in the periphery. The doctor added that the scratch was easier to see in the scope vs the monitor. It was indicated that the lens will not be returned as it was implanted and not removed. No further information was provided.